Event description:
This lead was explanted and replaced due to loss of capture due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 50 cm distal to the is4 connector pin (into 2 segments). All fragments were received for analysis. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. Further, analysis of the lead fragments did not show any deviations which might have led to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.